Manufacturer narrative:
5076-52 lead, implanted: (B)(6) 2011. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy. It was also reported there was thrombus formation on the right atrial lead and the right ventricular lead was associated with an elevated sensing integrity count, there was a high rate of non-sustained ventricular tachycardia episodes, and the lead was fractured. The device and leads were removed, replaced, and no further patient complications have been reported as a result of this event.